Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. During the delivery of the proximal stent graft the device was released prior to complete deployment and the stent graft moved distally. An additional proximal stent graft was implanted at the initial intended landing zone. It was also reported that the overlap between the second (B)(4) and third piece (B)(4) there was inadequate overlap and was in an unsupported segment of the aorta. An additional piece (B)(4) was implanted between the devices to ensure adequate overlap. The case was completed. Later that day the patient awoke and was unable to move their legs. The physician immediately placed a spinal drain. It was reported that the patient expired due to a pulmonary embolism.

Manufacturer narrative:
(B)(6).